Manufacturer narrative:
Hill-rom has requested that the solo reposheet be returned for eval. A f/u report will be sent once the investigation is complete.

Event description:
The complainant stated that when transferring a 270lb male pt, the lift sheet ripped and the pt fell back into bed. No injuries occurred.